Event description:
It was reported that the intra-aortic balloon (iab) was prepped in the cardiac cath lab and the md inserted the super arrow-flex (saf) sheath into the pt's femoral artery. As the md was inserting the iab through the sheath, the iab became stuck in the sheath. The md was able to remove the iab from the saf sheath and insert a second iab without difficulty. There was no reported patient death or injury. Medical/surgical intervention was not required. There was a delay in therapy of a few minutes until a second iab could be prepped and inserted. The outcome of the patient is fine.

Manufacturer narrative:
(B)(4). F/u report will be filed if add'l info becomes available.